Event description:
It was reported that the hand piece of the versajet ii won't go to lock position. No procedure was being performed hence no patient was involved.

Manufacturer narrative:
The device that was intended for use in treatment, was not returned for evaluation. With all information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found, that there was no evidence, that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.